Event description:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter and a char issue occurred. After the procedure, the octaray mapping catheter was checked and char was confirmed at the electrode. As the char was confirmed after the procedure, no action was taken. There was no patient consequence reported. Additional information was received on (B)(6)2023. The char was located on the tip electrode. The system did not present an error message nor did the physician / user see any product problem. There were no issues related to temperature and flow on the catheter. No picture is available. Additional information was received on 19-jul-2023. The generator parameters were set to: temperature control mode(qmode), max temperature: 47 max lowflow temperature: 42 power: 40 wimpedance cutoff: 200o. Heparin was used. Act was maintained above 300. The event was assessed as MDR reportable for a char issue.

Manufacturer narrative:
E1. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter and a char issue occurred. The device evaluation was completed on 29-aug-2023. The device was returned to biosense webster for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char attached on one on electrode of the device's tip was observed. A patency test was performed and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).